Event description:
It was reported that the patient received one inappropriate shock form this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to t-wave oversensing while the patient was exercising. Ts recommended x-rays along with vector analysis to determine best sensing vector. No additional adverse patient effects were reported. Currently, this s-ICD remain in service.